Manufacturer narrative:
(B)(4). Report source: (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the reamer broke during the procedure. No adverse events have been reported as a result of the malfunction.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated. Complaint sample was evaluated and the reported event was confirmed. Visual inspection of the returned reamer confirmed the tip was fractured. The tip of the reamer was not returned. It was also noted there were scratches, dents and general wear indicative of heavy use. Also noted spots of corrosion on the flutes and shaft of the reamer. The fracture analysis performed using sem determined that the reamer was subjected to bending overload which led to the fracture of the tip and material composition analysis confirmed the product composition to be 430 and is consistent with 440. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history determined that no further action(s) is/are required. Investigation results concluded that the reported event was due to bending overload. A summary of the investigation was sent to the complainant conveying proper surgical technique and use of the device. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.